Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). The outer shaft next to jaws was melted and deformed after several firing during procedure. No external damages e.g. Diathermy instruments contacted the instruments in between.

Manufacturer narrative:
Investigation: used test and analysis equipment: panasonic dmc tz8 digital camera first we made a visible inspection of the shaft, especially the blendable tip. The shrink hose exhibits crumpled and torn. Batch history review: the manufacturing documents have been checked and found to be according to specification which was valid during the time of production. Conclusion and root cause: the root cause for the problem is most probably usage related. Rational: without further knowledge about the circumstances, we assume, that the instrument was used with an incompatable trocar and/or was removed with an articulated tip. The IFU points out this potential danger. CAPA (B)(4) was started.